Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. At the time of the reported event, the contact was unable to perform troubleshooting with tandem technical support. Additionally, the customer reported that an alert did not annunciate when the customer experienced the low bg level. The customer declined to perform troubleshooting and declined to upload the pump data logs for tandem technical support to review the reported issue.